Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The core module was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on april 21, 2010. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The system was installed into a calibrated system and booted up with no abnormalities observed. While performing the check, the system message (sm) was displayed on the system after firing one shot. The system was then rebooted, and when attempting to fire another shot, sm was replicated. The shutter was removed from the sample and tested with a digital multimeter. The shutter was found to be nonconforming as it would vibrate rapidly between opening and closing the shutter. The root cause of the reported event can be attributed to a nonconforming shutter. However, how and when the shutter became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a laser system did not work and a system message was displayed before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).